Event description:
Home patient(hp) reports leak in supply line tubing of homechoice set in dwell 2/5. Hp reports leak noted when hp "heard something different, an unusual sound". Per hp leak was noted approx 1/4" from the door of the device at a "pinch" in the tubing. Baxter technician assisted hp in ending treatment and restarting with new supplies. No pt injury or medical intervention required per hp.